Event description:
As reported: after the deployment of an 18fr manta device, the patient's arteriotomy was still bleeding. An angiogram was obtained, and there was slow flow down the leg and something at the insertion site that looked to be causing the slow flow. A surgeon was called in to do an open closure and the manta device had been deployed into the artery causing the slow flow. After an arterial repair the patient's outcome was good. Pt had surgery to remove the manta device and close the artery. Additional information 18may2022: during a tavr procedure, a single micro puncture access was obtained under ultrasound in the lower cfa (but above the bifurcation). The cfa vessel measured at 7.9mm and had mild medial wall calcification and minimal tortuosity. The manta depth was measured at 5.5cm. During the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, the sbp was 165mmhg and act was 250. A total of 25,000 units of heparin (15,000 units before manta deployment and another 10,000 units before surgery) and 50mg of protamine were administered intravenously. Hemostasis was never achieved, and patient went to surgery. The patient was reported as fine post-surgery and sent to ICU.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure. Ultrasound and micropuncture were utilized to gain a lower, but positioned above the bifurcation, access. The arteriotomy was 7.9mm, mild medial common femoral calcification, medial wall calcification, very little tortuosity, with a depth measurement of 5.5cm. No issues were encountered advancing or withdrawing the procedure sheaths. Following deployment, the arteriotomy was still bleeding. A post procedure angiogram showed slow flow down the leg and something at the access site that looked to be the cause of the slowed flow. The physician chose to do a surgical cut down which revealed the manta completely deployed within the vessel and was causing the slow flow. The manta was explanted, and the artery was repaired. Numerous causes for intraarterial deployment have been established. The exact cause for this intraarterial deployment is possibly due to the positioning of the access being lower causing the anchor to be unable to seat properly against the vessel wall and allowing the collagen to deposit into the vessel. The IFU warns do not use manta if there is marked tortuosity of the femoral or iliac artery. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.